Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited false atrial fibrillation episodes. The episodes appeared to be normal sinus p waves that triggered as atrial fibrillation alerts. The anomaly did not adversely affect the patient. No changes were made.